Manufacturer narrative:
(B) (4). Physio-control replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed interface pcb assembly at the failure analysis center and determined the cause of failure to be a filter, designator fl 24, due to flux residue on the board.

Event description:
Customer reported that the device would not power off unless the batteries were removed. There was no pt use associated with the event. Physio-control evaluated the device during routine maintenance inspection and verified the reported issue. However, further testing of the removed part on a test mock-up device at the failure analysis center found that the device powered itself on and failed to power off.